Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 95 mg/dl to 100 mg/dl and the sensor glucose was about 48 mg/dl. Customer stated that the insulin delivery was suspended due to sensor values. Customer stated that the sensor glucose value that triggered suspend on low event was 71 mg/dl. Customer also stated that the low suspend limit in sensor settings was 80 mg/dl. The sensor will not be returned for analysis.